Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with noise over-sensing on their right atrial lead soon after the lead was switched from the right ventricular channel to the atrial channel on (B)(6) 2010. Lead was capped on (B)(6) 2020. Patient condition was stable after the procedure.